Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer experienced high blood glucose levels. His blood glucose level was reported to be 400 mg/dl and as a result had to treat himself with an insulin pen. The customer received no delivery alarms and they were able to clear the alarm with an infusion set change. No product is being returned at this time. Nothing further to report.